Event description:
The customer reported that a patient tested positive for pyuria after a pentax cystoscope was processed in their endoclens-s automatic endoscopic reprocessor (aer) manufactured by amano. The cystoscopy was performed on (B)(6) 2010. The patient tested positive for pyuria through a urine test on (B)(6) 2010. The patient did not have any particular symptoms of the infection. On (B)(6) 2010, a urine culture was performed and (B)(6) was found. The patient is in remission. The scope was immersed in cidex plus 28 day for 30 minutes. The cidex plus 28 day solution was used for 40 times or 28 days whichever comes first. Pipe line disinfection for the endoclens-s and a filter change are performed once a month at the facility. After the scope was processed in the endoclens-s, it was wiped, dried, and hung on a hook. Pseudomonas aeruginosa was found on two couplers and overflow of the endoclens-s. The couplers did not connect with the scope. The icn in the hospital stated the endoclens-s was not the cause of the event because the bacteria found from the patient and the endoclens-s were not the same. However, the urology department in the facility suspected the endoclens-s as the cause of the event.

Manufacturer narrative:
Concomitant device: pentax cystoscope - model number unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the system leak on the modular chemistry side. No injury was reported.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review by product line and failure mode effects analysis. Complaint history trending for cidex plus 28 day solution was not performed as the lot number was not provided. A review of the complaint history was performed from october 2009 through october 2010 for cidex plus 28 day solution with the problem code hr - procedure related" revealed 11 complaints: 6 complaints of which were reported by this facility and the remaining 5 complaints from other facilities were unrelated to this event. Of the six complaints from this facility, this event appears to be unrelated to the other 5 events because the event dates are a year apart, and there was no indication that use error occurred as suggested in the other 5 complaints. Batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex plus 28 day solution for potential use error resulting in patient infections, and the score was determined to be below the threshold of 100. There was no information in the complaint to suggest that cidex plus 28 day solution was used improperly. There was no product sample returned for investigation. The lot number of the cidex plus 28 day solution is unknown. The information suggests that this event was isolated to this particular facility, however the cause of this event is unknown. Cidex plus 28 day solution has been shown to be effective against pseudomonas aeruginosa when used according to the instructions for use (IFU).

Manufacturer narrative:
Correction: changed to adverse event device. Correction: changed product code to cidex plus. Type of reportable event: serious injury.